Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material had adhered to the distal end and came out of the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that when using the evis lucera elite bronchovideoscope, no water flow was observed from the "auxiliary water passage." The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no delay in procedure. There was no patient impact, associated with the event reported to olympus. The device was returned to olympus for repair. Upon inspection and testing of the returned device, it was noted that foreign material was exiting the channel due to insufficient or incorrect reprocessing of the device. This report is submitted due to the finding of foreign material exiting from the channel and insufficient or incorrect reprocessing of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the foreign material found exiting from the channel due to insufficient or incorrect reprocessing, the customers¿ allegation of no water flow through the auxiliary channel was confirmed and the cause assigned to a blockage. Additional evaluation findings are as follows: (a.) Water does not flow due to blockage of jejunum tube unit, (b.) The light guide lens is broken, (c.) The light is dark due to scratch of light guide bundle, (d.) The screen is partly dark due to scratch of charged couple device lens, (e.) There is also a crease in the charged couple device lens, (f.) The adhesive part of the bending section cover is broken, (g.) The plastic distal end cover is cracked, (h.) The adhesive part on the lens is peeled, (I.) Angulation in the up direction is out of standards due to worn of angle-wire, (I.) The gap of the up, and down knob is out of standards due to worn of angle-wire, (j.) And there is a crumple at the distal end universal cord. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.